Event description:
(B)(4) product would not flow. Sluggish line. Right int. Jugular site. Nurses report 3 significant kinks in the central line. Doctor notified. Line was changed/discontinued. No harm to the patient. Patient in the ICU.